Manufacturer narrative:
Initial reporter phone: (B)(6), b3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Functional testing confirmed the complaint. The pump gives a continuous alarm when it starts and switches off. It was unknown what caused the problem. The motor will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device switches off during operation and the batteries have already been replaced. Patient involvement is unknown.